Event description:
When the surgeon was removing a guidewire on the left side, the tip of the guidewire broke off. It was located at the mid vertebral body along the path of the pedicle. The removal would have been detrimental to the patient. The surgeon decided to leave it in position because it would not cause any harm.